Event description:
It was reported that during a procedure the tip started melting. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the tip started melting. It was further reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a delay.

Manufacturer narrative:
Device evaluation: h6: the quality investigation is complete. Additional information: d4: lot number added. D4: full UDI added. B5: event details updated based on the provided information.